Event description:
It was reported that the patient presented in clinic for a follow-up one day post implant. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing while deep breathing. Programming changes were made. No oversensing was seen after the changes. The patient was in stable condition.